Event description:
Boston scientific received info from a product experience report form that this patient was presented back to the electrophysiology (ep) lab. The device and the electrode were explanted due to pocket erosion.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.